Event description:
The patient contacted animas on (B)(6) 2012 reporting having low blood glucose levels of 2.2 mmol/l and 2.8 mmol/l with symptoms of vomiting, visual change. The patient reported that on (B)(6) 2012 at 10:30, blood glucose levels were at 2.8 mmol/l. The patient reported treating with oral carbohydrate and blood glucose levels increased to 9 mmol/l. The patient reported taking a correction via syringe and her blood glucose decreased to 2.2 mmol/l. The patient indicated that the corrections were done using sliding scale from before using the pump. The patient indicated that she needed very few corrections and the last correction prior to the event was (B)(6) 2012. A review of the pump total daily dose history indicated that the patient was receiving decreased basal insulin showing basal amounts of 14.45 - 28.10 units/day; the decrease in the pump's insulin delivery would not cause or contribute to the patient's low blood glucose. The prime history was reviewed and showed three primes, but the patient confirmed that she was disconnected during the prime steps. The patient confirmed that the pump was not exposed to x-ray, but stated that the pump may have been exposed to a metal detector. The patient was advised to discontinue use of the pump and to contact a health care provider regarding management of blood glucose levels. This report is made because the pump could not be ruled out as a cause or contributor to the reported hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed inconsistencies related to stoppages related to unconfirmed alarms and the pump not being used. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.